Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted device and associated lead displayed noise that was oversensing and led to > 2 seconds of asystole for the patient. The clinical observations were suspected to have been caused by air escaping the header. The system was tested the next morning with resulting normal device function. There were no adverse patient effects reported. The system remains in service.